Event description:
During a neurovascular procedure performed by dr. (B)(6), a zebra was used via a 7f slender introducer sheath. After selection of the right internal carotid artery and removal of a 5f sim2 cook catheter, the adjunctive devices (vecta 46, v17, and synchro) were advanced through the zebra catheter, a fracture was observed at the distal segment. A 0.035" glidewire would not pass through the fractured region. The zebra catheter was gently withdrawn from the patient; the shaft remained attached during removal, but completely separated after exiting the sheath. At the time of this report, q'apel medical has not received the device for evaluation.